Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. Additionally, clinical details state that the hematoma was noted at the right femoral artery access site. Manual pressure was held. The cause of the injury was not determined due to insufficient clinical details.

Event description:
The complainant reported that an elderly female patient underwent a high-risk angioplasty with hemodynamic support. After device removal, a hematoma developed at the right leg arterial access site. Initial mild oozing and bleeding were managed with local anesthetic and manual pressure, but the hematoma later progressed to a moderate size. Laboratory testing showed a significant drop in hemoglobin, and the patient received a blood transfusion with subsequent improvement. The hematoma was associated with the device, although it is unclear whether optimal arterial access and closure practices were used. A quality review assessed the event as possibly related to the procedure.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.